Event description:
The hospital vad coordinator reported that a patient on a vented electric lvad who was on pneumatic back up operating mode utilizing a drive console and stroke volume limiter (svl) broke the svl. The patient was resting in the bed when the stroke volume limiter broke apart at the patient side of the pneumatic line, where it connects to the stroke volume limiter. The patient was switched to a back up svl and there was no injury to patient.